Event description:
It was reported that a spectrum pump alarmed for a false upstream occlusion. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The eval confirmed and reproduced the false upstream occlusions caused by low ultrasonic readings on the upstream sensor. With low ultrasonic readings it would make the pump more sensitive to air and upstream occlusion alarms. The upstream sensor and pusher were replaced to correct this condition.